Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: because the device was not received back, testing and inspection could not be performed to aid in root cause analysis. Conclusion: the root cause of the reported event could not be determined conclusively.

Event description:
It was reported that; the rep has reported that a pedicle marker snapped during a lumbar fusion surgery. The broken part was retrieved but there was a slight delay in the surgery due to this. Whilst performing a l5/s1 lumbar fusion my surgeon having used the awl and probe to prepare the pathway for the screw wanted to place a pedicle marker in the pedicle before taking final xray before inserting the screw. As the pedicle marker was inserted using the pedicle marker, the marker snapped leaving half of the marker in the pedicle and the remaining half snapped outside the pedicle. The part of the marker which was in the bone was eventually fished out.

Event description:
It was reported that; the rep has reported that a pedicle marker snapped during a lumbar fusion surgery. The broken part was retrieved but there was a slight delay in the surgery due to this. Whilst performing a l5/s1 lumbar fusion my surgeon having used the awl and probe to prepare the pathway for the screw wanted to place a pedicle marker in the pedicle before taking final xray before inserting the screw. As the pedicle marker was inserted using the pedicle marker, the marker snapped leaving half of the marker in the pedicle and the remaining half snapped outside the pedicle. The part of the marker which was in the bone was eventually fished out.